Manufacturer narrative:
This is the third of eight reports in relation to the journal article. During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because identifying information of the product was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
This report is being filed after the review of the following journal: mehtar m, saragas np, ferrao pn, outcomes of bilateral simultaneous hallux mtpj fusion, foot and ankle surgery (2020). In this retrospective study, sixteen patients who underwent bilateral simultaneous first metatarsophalangeal joint (mtpj) arthrodesis were compared to sixteen patients who had unilateral mtpj arthrodesis with regards to outcome, tolerance, cost and time effectiveness. Twenty one paragon 28 plates were utilized in this study, as well as twenty-seven plates from a different manufacturer. The study indicates that five plates broke through the course of the study, and does not indicate the manufacturer of the broken plates. Two patients, both with rheumatoid arthritis, developed non-unions bilaterally presenting with unidentified broken plates. One of these patients was satisfied with the outcome, despite having non-unions, with both feet being asymptomatic. The study provided details that the patient was not on any biologic medications, but used long term oral corticosteroid therapy which could have contributed to the non-unions. No revision was required.